Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 40mg/dl which was treated with food. Customer¿s current blood glucose was 387mg/dl. Customer states that reservoir was showing less insulin than what was shown on the status screen. Customer advised to monitor the insulin pump. Insulin pump will not be return for analysis.